Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter kept prompting the apply sample message and the error 4 message. The patient reported that the alleged issue began on two days earlier at 10:00 pm. He took his usual dose of diabetes medication (metformin and glyburide) and experienced symptoms of shakiness and rapid heartbeat after that. He reported that he did not receive any medical intervention. At the time of troubleshooting, it was verified that this was not a new product and that the test strip was drawing the sample into the test area. The patient's testing technique was reviewed to be correct. The condition of the test strips was good and the meter was not exposed to temperature outside of the acceptable range. The test strips were within the expiration/discard dates. He was asked to retest with a new vial of test strips; however, both the issues persisted. This complaint is reported because the alleged issues were not resolved with troubleshooting and the patient reported that he experienced symptoms of shakiness and rapid heartbeat after taking his usual dose of oral medications. Replacement products were sent to the lay user/patient.